Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Blood glucose value at the time of event was 306 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). Customer also noticed a crack at the back of the insulin pump. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040pa. Troubleshooting was partially performed for hyperglycemia. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040pa.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, and displacement accuracy test, the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay button (select), pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, and scratched case. No high bgs anomalies were confirmed during analysis. Crack on the back of the pump was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.